Manufacturer narrative:
Result: faulty head right load cell.

Event description:
It was reported by service report that the scale was showing an error message. No patient involvement or adverse consequences were reported.